Event description:
It was reported that the pump declared alarm 20 during pumping with cartridge 20a. The customer experienced an elevated blood glucose (bg) level with small ketones. Reportedly, the customer's continuous glucose monitor read "high"; however, a specific bg value was not provided. The customer administered a manual insulin injection to address high bgs. The customer reverted to an alternate method of insulin therapy.